Event description:
Emt's responded to a person in cardiac arrest. After connecting the device to the pt, the device prompted the operator to press the analyze button. There was allegedly no analyze button labeled on the front panel. The operator pressed the area on the front panel where the analyze button would normally be labeled and the device analyzed the pt's ECG rhythm. No shock was advised. The pt was not resuscitated. The reporter indicated the alleged malfunction did not adversely affect the pt's outcome.